Event description:
The facility's biomedical technician reported on 08 feb 2010 a colleague triple channel infusion pump with a channel a channel select button that does not work. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). Issues concerning the pump head module keypad are currently being investigated under (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a >2000 ohms impedance in association with this right ventricular pace/sense lead. A few months prior to this reading, the impedance was 1100 ohms. Thresholds were noted to have increased to 4v @ 1.2ms. The r-wave range was reported to be 11.6mv-9mv. There have been no changes in shock lead impedance. The boston scientific crm technical services consultant discussed that the symptoms appeared to lead to a tip electrode fracture and recommended a chest x-ray be done for confirmation. The physician determined to monitor at this time with increased follow-up, as the patient's device has approximately 1/4 battery life remaining. The technical services consultant also noted in the event information that there were not audible tones alerting of out of range measurements.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of "channel a channel select button that does not work". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.